Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was used during a replacement procedure. According to the complainant, the locking tab of the adapter was broken. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.